Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted in a patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The managing physician reported ongoing hemolysis, with elevated ldh, decreasing hemoglobin, and hematuria. The impella was positioned 6 cm below the aortic valve. Abiomed best practices were reviewed with the team. The nurse reported that cardiac surgeons were occupied and had not yet been able to reposition the pump. Hemolytic urine persisted, and the p-level was reduced to p-5. Below this level, the patient remained stable on dobutamine, and catecholamines were able to be reduced. The team indicated that pump repositioning would occur as soon as feasible. The reported hemolysis requiring device repositioning may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal insufficiency, and potential device position. The patient survived to explant.

Manufacturer narrative:
Corrected information were provided in d4. Upon review, the serial number and primary UDI number have been updated. Corrected information were provided in b1 (is product problem), d3, d10 (concomitant product), e1 (initial reporter title), e4, g1 (manufacturer fax), and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Device in wrong position: the cause of the issue was not established as limited clinical information was provided. Hemolysis/mechanical interaction with blood: the cause of the issue was likely use related as additional clinical information mentions signs of hemolysis subsided after device repositioning.

Manufacturer narrative:
B5 narrative was updated. D4 UDI information was inadvertently omitted on the initial manufacturer device report.

Event description:
Clinical rationale: an impella 5.5 device was inserted in a patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The managing physician reported ongoing hemolysis, with elevated ldh, decreasing hemoglobin, and hematuria. The impella was positioned 6 cm below the aortic valve. Abiomed best practices were reviewed with the team. Hemolytic urine persisted, and the p-level was reduced to p-5. Below this level, the patient remained stable on dobutamine, and catecholamines were able to be reduced. The device was repositioned, and the signs of hemolysis subsided. The patient received additional ECMO support. The reported hemolysis requiring device repositioning may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal insufficiency, and potential device position. The patient survived to explant.